Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received an alert indicating a motor stall during the press-and-hold step of a supply change, consistent with a failure to infuse associated with the motor component; a dry run without the cartridge proceeded to completion and the user then replaced all supplies and restarted the change process, with a reported blood glucose of 160 mg/dl. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided. Investigation of this case revealed a communications-related problem consistent with a stalled motor and failure to infuse, localizing the issue to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.